Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were not required. The reporter stated that the cause of the torn lens was due to the lens having been loaded improperly.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.